Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room due to receiving a notifier of high and out of range impedance on the right ventricular lead. Upon interrogation, the impedance was normal. Impedance and noise were not reproducible with isometrics and no lead abnormalities were shown via chest x-ray. The patient was stable and will continued to be monitored.

Event description:
New information noted that the right ventricular lead exhibited high lead impedance. A lead extraction was performed however, during the procedure the patient coded due to a tear in the superior vena cava during the laser extraction. The patient did not survive through the night and was pulled from care around 3 in the morning.